Event description:
Consumer removed their rgp contact lens, experienced pain, and sought medical attention. The ophthalmologist diagnosed a central corneal ulcer of the right eye and implemented treatment without taking cultures. The doctor reports the ulcer was "pinhead" in size and there was no anterior chamber reaction. The condition responded quickly, totally resolved and the pt resumed lens wear.